Manufacturer narrative:
(B)(4)

Event description:
It was reported by the patient that the charger had a broken power cable. They were trying to get another power cable for their charger. The manufacturer representative thought their charger port was broken. They believe that the patient's belt was also broken. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that "this don't work." No symptoms were reported. If additional information is received, a follow-up report will be sent.